Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the patient side cart (psc), optical flex fiber cable which provides communication between the universal surgical manipulator (usm) 2 and the proximal set-up joint (suj) to correct the problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The optical flex fiber cable was analyzed and the fiber cable could not pass light through on one of its internal fiber lines when using a flashlight. Visual inspection did not find any factor that could be related to the reported event. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. The root cause is attributed to a faulty fiber cable causing communications issues between the proximal suj and the usm2, being identified by the system through error 319. This issue can be resolved by replacing the unit.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. The fse replaced the assy, flex to resolve the issue. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to a da vinci-assisted surgical procedure, there was an error 319 in arm 2. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the procedure was completed with 3 arms.